Event description:
It has been reported to us that the physician noticed that the outer layer of the guide catheter material peeled back exposing metal braid wire. The physician was using the guide catheter to treat a right coronary artery occlusion. The physician had no issues with the guide catheter while inserting into the patient or positioning to perform intervention. The physician removed the guide catheter from the patient to exchange to a different curve and after the guide catheter was outside the patient the physician observed that the outer layer of the guide catheter material had peeled back exposing braid wire. The patient is reported to be fine.

Manufacturer narrative:
The actual complaint sample has been returned. Based on preliminary investigation, the determination has been made to report this event. The "made aware date" based on preliminary investigation is deemed to be april 30, 2007. An final engineering analysis will be submitted upon completion.